Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was unresponsive with a small crack noted, and a device replacement was determined necessary; the device was deemed not water resistant after damage, and the user was instructed to back up therapy data, sync to the mobile app, and prepare the device for return. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included discussion-based troubleshooting and education with verification of shipping details and instructions for device shutdown, data synchronization, and return. Investigation of this case revealed a damaged display assembly leading to loss of touch responsiveness, consistent with external physical damage to the device housing/display. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.